Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-32629. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's left ventricular and atrial leads had loss of capture. A chest x-ray showed that both leads were dislodged. Both leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-rays, visual examination, electrical testing, and product measurements were normal with no anomalies found, besides damages sustained during the procedure.